Event description:
Healthcare professional reported right side "breast pain caused by baker iii capsular contracture in the implant". Reports fatigue, malaise, joint pain (silicone disease), which have been deemed not related to the device. Per ultrasound, discrete edema, folds, and collections defined by the method, which may be related to an inflammatory/infectious process. The device remains implanted.

Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "collections defined by the method, which may be related to an inflammatory/infectious process."

Event description:
Healthcare professional reported right side "breast pain caused by baker iii capsular contracture in the implant". Reports fatigue, malaise, joint pain (silicone disease), which have been deemed not related to the device. Per ultrasound, discrete edema, folds, and collections defined by the method, which may be related to an inflammatory/infectious process. The device has been discarded.